Event description:
My (B)(6) year old mother was sitting in her walker (probasics deluxe rollator) when one of the legs on the device failed, causing her to fall to one side. Luckily, I was standing next to her and was able to catch her. Had I not been there, she would have fallen to the ground, likely causing significant injuries. The metal leg with roller failed about an inch below a weld point. My mom weighs 152 pounds and the device is rated to hold 250 pounds. The potential for serious injury is significant for other users of this device if our experience indicated poor quality or likely product defect. I have retained the defective product and can send pictures of it - including the breakpoint and bar code.